Event description:
Customer stated tht the resuscitation device would not work, they were unable to ventilate the patient. The patient was extubated and reintubated to try and resolve the issue. The patient desaturated into the 70's. A new bag was needed to resolve the patient.